Event description:
It was reported that the event occurred at a private hospital. The nurse unit manager reported that during a procedure, poor flow and deviated stream were observed. The nurse unit manager believed that the needle was partially occluded. The interventional cardiologist commented that once inserted into the radial artery, the blood flow from the needle seemed too slow and questioned whether the needle was in fact 21g. The needle was kept aside and will be returned for analysis.

Manufacturer narrative:
(B)(4).